Event description:
During a f/u interrogation, the device was not pacing. An x-ray was taken and showed that the atrial lead was disconnected at the connector head. Therefore, re-intervention was performed to reconnect the lead; normal functioning resumed. The device remains implanted.

Manufacturer narrative:
The device remains implanted. The x-ray was reviewed. The x-ray and re-intervention confirmed the atrial lead was not correctly tightened; however, lead tightness was reportedly checked at implant. No final conclusion can be drawn. The device remains implanted since the re-intervention restored normal functioning.